Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient was unable to set ipg to MRI mode, patients lead has high impedance. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of the ipg cannot be put into MRI mode was confirmed. As received, using an x-ray and continuity testing showed channel #5 electrical open was found on the returned lead.